Event description:
A report was received that the patient had to charge the ipg more frequently. The battery tilted. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well post-operatively.

Event description:
A report was received that the patient had to charge the ipg more frequently. The battery tilted. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was confirmed. The analog integrated circuit was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. The root cause of the analog integrated circuit damage could not be determined.